Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, patient reported, she had a low blood glucose episode a few months ago that required hospital treatment. Patient stated, she doesn't recall any of the events leading up to the event. Patient reported, she did remember feeling bad all day until her husband came home that evening. Patient stated, her husband decided to call the ambulance because, the patient didn't look too well. Patient reported, she does not recall any treatment while in the ambulance or hospital. Patient stated, the nurses at the hospital wanted her to discontinue pump therapy while she was in the hospital. Patient reported, the doctors giving her 10.0 units of insulin every time she would eat food. Patient stated, she was in the hospital for about 3 or 4 days. Patient reported, she was also being administered 2 different ivs, but she was not sure of the contents in the ivs. Patient stated, she doesn't recall how long she was having the low blood glucose concerns. Patient reported, the time and date were not set correctly on the infusion device. Assisted the patient with setting the time and date on the infusion device. Patient stated, she is not eating as she should. Patient reported, she is no longer having low blood glucose concerns. No product return was requested.